Event description:
Per complaint (B)(4), a patient reported that their dental implant was bothering them and that the implant was infected. The infection was discovered during clinical procedure. The implant was removed.